Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they had the arctic sun device that had a strong burning smell coming from the control panel area and needs to have it checked out because it can't be returned to the floor smelling like that. Per additional information updated from ttm on 29jan2026, biomed reporting strong burnt smell coming from device.

Manufacturer narrative:
The reported event was confirmed. The root cause is being investigated per CAPA 14345646. The device was evaluated upon receipt. During evaluation it was found that there was a smell emitting from the tank. All components that came into contact with the affected water were replaced, including the fluid delivery line. There was a 1 4 inch gap discovered in the left side of the back panel. The rear shell cover was realigned to proper specifications after properly tightening all chiller frame to shell bolts. All applicable upgrades were verified complete in accordance with service procedures. A final inspection was performed. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Risk review, labeling review, and DHR review are not required as the event is being investigated per CAPA 14345646. Investigations under the associated corrective and preventive actions are ongoing. Corrective actions to address the identified root causes will be implemented through the respective corrective and preventive action. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they had the arctic sun device that had a strong burning smell coming from the control panel area and needs to have it checked out because it can't be returned to the floor smelling like that. Per additional information updated from ttm on 29jan2026, biomed reporting strong burnt smell coming from device. Per sample evaluation results on 23feb2026, left side of the rear to side panel has a 1 4 inch gap between them.